Event description:
A customer reported that a system message displayed and the system locked and could not be rebooted during a vitreo-retinal procedure. The doctor switched to cryotherapy to complete the case. There was no delay and no pt harm.

Manufacturer narrative:
The company representative examined the system and replaced the laser core module assembly. Preventive maintenance was performed and software was updated. The system was then tested and met product specifications. The replaced laser core module is returning for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).